Event description:
A pharmacist reported that a knife would not cut during surgery and another knife was used to complete the procedure with no impact to the patient.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history records for the component lot was reviewed. No abnormalities that could have contributed to the complaint were found during the review. The associated lot was released based on acceptance criteria. Because a sample was not returned and lot review did not reveal process anomaly that could be associated with the complaint, the root cause for the defect "did not cut" experienced by the customer cannot be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).